Event description:
It was reported that the device was used during a deep anterior resection. Device fired as intended. Pt developed post operative leakage and required a reoperation second post operative day.